Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a half height drawer in the auxiliary that had prevented the station from powering up. The field service engineer replaced the drawer controller to resolve the issue. The field service engineer confirmed that there was a delay in dispensing medication to the patients the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a power issue device offline. The customer reported able to get medication from another station and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.